Event description:
The customer reported to olympus, during an unknown procedure, the hd autoclavable camera head was broken. Upon inspection of the customer¿s returned device it was observed, the device had no image due to a damaged charged coupled device (ccd). This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, cosmetic wear and tear was noted and kinked cable was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely no picture occurred due to a charge-coupled device failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.